Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for approximately 6 months; the exact date of explant is unknown. There were 12 charging cycles recorded to the device memory. The inspection of the ICD memory revealed no anomalies. The available iegms showed a normal device behavior while the device was implanted and in service. The ICD was operating in accordance with its program settings. There was no indication of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. An additional long-term pacing test was performed. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented a regular device behavior. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, a thorough analysis of the ICD as well as all available device data proved the full functionality and flawless behavior of the device while it was implanted and in service. There was no indication of a material or manufacturing problem.

Event description:
This patient's cardiac monitor showed coarse v-fib and the patient was found unresponsive. The patient's rhythm changed from av pace to a-fib and for about 12 minutes there were intermittent pacer spikes. For twelve minutes the device had intermittent pacer spikes, but no shock was delivered. CPR was initiated; however the patient could not be resuscitated and expired. Per baldwin brother cremation society, this patient expired on (B)(6) 2014. This patient was cremated and the ICD was explanted prior to cremation. The exact date of explant is unknown. This device is currently in process at the funeral home, and should be returned at a later date. Should additional information become available, this file will be updated.

Manufacturer narrative:
Correction of the event: this patient's cardiac monitor showed coarse v-fib and the patient was found unresponsive. The patient's rhythm changed from av pace to a-fib and for about 12 minutes there were intermittent pacer spikes. For twelve minutes the device had intermittent pacer spikes, but no shock was delivered. CPR was initiated; however the patient could not be resuscitated and expired. Per baldwin brother cremation society, this patient expired on (B)(6) 2014. This patient was cremated and the ICD was explanted prior to cremation. The exact date of explant is unknown. This device is currently in process at the funeral home, and should be returned at a later date. Should additional information become available, this file will be updated. (B)(4) - additional information received states that the patient was having a surgical procedure and went into pea. (B)(4) - device was returned for analysis.

Event description:
This patient's cardiac monitor showed coarse v-fib and the patient was found unresponsive. The device was reprogrammed from av pace to a-fib while the hospital staff attempted to resuscitate the patient. For twelve minutes the device had intermittent pacer spikes, but no shock was delivered. CPR was initiated; however the patient could not be resuscitated and expired on (B)(6) 2014. This patient was cremated and the ICD was explanted prior to cremation. The exact date of explant is unknown. This device is currently in process at the funeral home, and should be returned at a later date. Should additional information become available, this file will be updated.